Manufacturer narrative:
H6 - type of investigation - lens work order search: one similar complaint type event reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -15.50/+3.50/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2013. On (B)(6) 2014 lens repositioning was performed due to misalignment after trauma, "possible small lens" reported. Per reporter patient was recently seen with decreased va (noticed 1 month ago), examintation showed a dislocated implantable collamer lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5: the reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -15.50/+3.50/095 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2013. On (B)(6) 2014 lens repositioning was performed due to misalignment after trauma, blurred vision, "possible small lens" reported. Per reporter patient was recently seen with decreased va (noticed 1 month ago), examination showed a dislocated implantable collamer lens. D6: implant date (B)(6) 2023. G2: saudi arabia. H6 1494-off label age<21 at the time of implantation. Claim# (B)(4).